Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, a correction was updated on 4/16/2026.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to a report received through the insulet customer service team, on (B)(6) 2026 the patient reported that at approximately 7:00 pm she received an urgent low glucose alert from her cgm. However, she stated that her symptoms at the time (specifically a headache, which she typically associates with elevated glucose levels) did not align with the alert. The patient was using an omnipod insulin pump during the event. By the early morning of (B)(6) 2026, the patient¿s symptoms worsened and included elevated glucose levels, headache, dizziness, fatigue, goosebumps, frequent urination, and intense thirst, prompting her to seek medical attention. She was hospitalized for approximately seven hours, diagnosed with hyperglycemia, and treated with two bags of intravenous fluids and insulin. She was discharged later that morning. At the time of reporting, the patient indicated that her condition had improved and that she was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the supplemental MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026. Technical support provided additional clarification of the event and confirmed that on approximately (B)(6) 2026, at an unknown time following sensor insertion in the arm, the patient reported experiencing dizziness, fatigue, goosebumps, nausea, vomiting, frequent urination, increased thirst, and headache. At approximately 7:00 pm, the cgm was reported to display urgent low glucose alerts; however, the patient stated that her symptoms were consistent with her typical high glucose episodes. The patient was unable to provide exact cgm timestamps or numeric glucose values and described the cgm readings only as ¿low.¿ during the same period and prior to hospital presentation, the patient reported obtaining fingerstick blood glucose (fsbg) measurements described as high and estimated to be approximately 400-600 mg/dl. Specific times for these readings were not recalled. The patient reported seeking hospital care on 03/17/2026 but was unable to provide details regarding transportation, hospital name, location, or contact information. She reported receiving intravenous fluids (¿IV serum¿) and insulin during the hospital visit but was unable to identify the specific type of fluids, insulin, or dosages administered. The duration of the emergency room (ER) visit was inconsistently reported as approximately 7 hours and alternatively as around 24 hours. Discharge was reported to have occurred on 03/17/2026. The patient stated that she was diagnosed with hyperglycemia. The patient later contacted dexcom technical support on 03/20/2026 and confirmed that only one sensor inaccuracy event occurred. The patient clarified that the correct event dates were 03/16/2026 for symptom onset and (B)(6) 2026 for medical intervention. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction was updated on 03/20/2026. Technical support provided additional clarification of the event and confirmed that on approximately (B)(6) 2026, at an unknown time following sensor insertion in the arm, the patient reported experiencing dizziness, fatigue, goosebumps, nausea, vomiting, frequent urination, increased thirst, and headache. At approximately 7:00 pm, the cgm was reported to display urgent low glucose alerts; however, the patient stated that her symptoms were consistent with her typical high glucose episodes. The patient was unable to provide exact cgm timestamps or numeric glucose values and described the cgm readings only as ¿low.¿ during the same period and prior to hospital presentation, the patient reported obtaining fingerstick blood glucose (fsbg) measurements described as high and estimated to be approximately 400-600 mg/dl. Specific times for these readings were not recalled. The patient reported seeking hospital care on (B)(6) 2026 but was unable to provide details regarding transportation, hospital name, location, or contact information. She reported receiving intravenous fluids (¿IV serum¿) and insulin during the hospital visit but was unable to identify the specific type of fluids, insulin, or dosages administered. The duration of the emergency room (ER) visit was inconsistently reported as approximately 7 hours and alternatively as around 24 hours. Discharge was reported to have occurred on (B)(6) 2026. The patient stated that she was diagnosed with hyperglycemia. The patient later contacted dexcom technical support on (B)(6) 2026 and confirmed that only one sensor inaccuracy event occurred. The patient clarified that the correct event dates were (B)(6) 2026 for symptom onset and (B)(6) 2026 for medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).